Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. In 2007 at 2040, the pump was programmed to deliver dilaudid 3 mg/ml, in the pca + continuous mode at a rate of 0.5 mg/hr, with a 0.5 mg pca dose, a 30 min patient lockout and no 4 hour limit was selected. The customer contact reported on the next day, a new vial of dilaudid with a concentration of 10 mg/ml was placed in the pump. It was unspecified if the drug concentration was reprogrammed at that time. At 0600, the nurse went into the pt's room and the pump was alarming. At this time, it was noted the vial was empty and the pt was not breathing "properly". After an unspecified length of time, the patient reportedly stopped breathing. A code was called. The patient was intubated and treated with unspecified amounts of epinephrine and atropine. Reportedly, the patient was in normal sinus rhythm within 10 minutes. The patient was transferred to the ICU. The pump was removed from clinical service. The customer contact reported that the patient, "sustained a hypoxic brain injury with some permanent sequelae". During testing at the user facility, the pump passed testing. The customer contact reported, "when the syringe was changed, either the nurse did not catch that the concentration of the new syringe was different or the pump was reprogrammed incorrectly. The patient was to receive a maximum of 9mg in 6 hours but received 30 mg in 6 hours." The customer contact states that the event was due to "user error" and there is "no pump issue". Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated that the event was the result of an operator error in programming the device. The pump history was downloaded and printed at the manufacturing site. The programming present in the history did not correlate with the customer's reported programming and event information.